Manufacturer narrative:
Per the t:slim user guide, "always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. " no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time setting was incorrect. Customer was not sure if the issue was due to user or pump. Customer corrected time/date from pm to am. There was no reported adverse effect.